Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred during bolus delivery. In addition, the customer reported the touchscreen was delayed in responding to presses. At the time of the report, the touchscreen was responsive to presses. The customer's blood glucose (bg) was over 500 mg/dl. Reportedly, the customer completed the bolus to address bg. Reportedly, the customer changed out the cartridge and tubing and resumed insulin delivery.